Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) defibrillation lead was noted to have fluctuating pacing impedance measurements between 240-280 ohms. Boston scientific technical services (ts) discussed these measurements are considered out of range for this lead. While the pocket was open for the device replacement, the pace/sense portion of this lead was surgically abandoned and a previous surgically abandoned rv pace/sense lead was placed back in service for pacing and sensing. The shock portion of this lead remains in service. No adverse patient effects were reported.